Event description:
A medtronic representative reported that, while in a spine procedure, the site damaged a lumbar probe. The tip of the instrument was bent during a l5 transforaminal lumbar interbody fusion (tlif) procedure. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
RMA issued. Replacement lumbar probe shipped to site (B)(4) 2014. Medtronic investigation of returned suspect device finds that, as reported, the tip of the instrument has been twisted. There are impact marks at the back end of the instrument. Mechanical failure, bent instrument tip, directly caused event.